Event description:
It was reported the programmer was returned due to slow start up and general wear and tear. Followup indicates the programmer functioned normally once booted up, but seemed to take longer than two minutes to boot up, often greater than five minutes. Wear and tear included loose ECG (electrocardiogram) connection ports, missing bolts/screws, cracked screens, and disk drive issues (unable to eject disks). The programmer has been exchanged with a new one. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. (B)(4).

Manufacturer narrative:
Product event summary: analysis confirmed the long boot time. It was also noted that the system fan was intermittently noisy, the printer drawer paper guide was missing and the keyboard connector was twisted off.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.